Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant's investigation.

Event description:
A peritoneal dialysis (pd) nurse reported that the cycler alarmed for a heater bag error during the patient's third fill. While attempting to clear the error the cycler door was opened and the nurse discovered a cassette leak. The pt was switched to manual exchange to complete treatment. The leaking cassette was discarded. The pt was already receiving gentamicin for a recent catheter change procedure and no further prophylactic antibiotics were required. No adverse event reported at this time.